Event description:
Patient went to bed in the evening saying that they thought they had the flu. Pt never woke up. Spouse does not believe that pt's blood glucose dropped since pt was not sweating. The coroner said that pt died from too much insulin. There was also a possible coronary problem and severe dehydration. There was an autopsy due to the sudden death. The pump was examined at the medical examiner's office. Pump history indicated that the patient had bolused frequently during the last two days of their life. Pt had been ill with diarrhea and treating high blood glucose levels according to spouse. Pt's basal rate had been 13 units per day. The medical examiner does not believe that the patient received a larger than normal amount of insulin from the pump that night, ruling out pump malfunction.